Event description:
A facility representative reported that following an implantable collamer lens (ICL) implantation procedure, the patient experienced Uveitis/Iritis. Diagnostic cultures were not performed. Medical management was performed and problem was resolved. Lens remains implanted. Cause of the event was reported as unknown.

Manufacturer narrative:
H6: Investigation type 4110: A lens work order search was performed. No additional similar complaint type events within associated lots were found.H11-Manufacturer Narrative: Iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe and require extended steroid treatment. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors.Claim # (b)(4).